Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station would not power on when half-height drawer 2.1/2.2 was connected, due to a faulty drawer controller board. A field service engineer replaced the drawer controller and also recovered the jammed pocket e3 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system was not turned on and displayed offline on remote support services. The customer stated that the user was able to remove the medication from another station without causing any delays or harm to the patient. There were no adverse events or injuries reported based on this event.